Event description:
The customer reported that the system was shooting black x-rays. The left monitor was black. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The series representative replaced the high voltage cable assembly. The system was tested and found to be working as intended and put back in service.